Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the reservoir lip ring was crack damage. The customer¿s blood glucose level was 107 mg/dl. The customer states that the plastic was broken off. Customer reports damage to the drive support cap. The device will return for analysis.

Manufacturer narrative:
Insulin pump passed the displacement. Insulin pump received with broken reservoir tube lip and loose drive support disk.